Event description:
It was reported that the customer had mentioned the alleged poor condition that the alaris devices were in during training. The devices had multiple issues including: cracked case, broken modules, channel disconnect errors and connectors which were bent, missing and corroded. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the customer had mentioned the alleged poor condition that the alaris devices were in during training. The devices had multiple issues including: cracked case, broken modules, channel disconnect errors and connectors which were bent, missing and corroded. There was no patient involvement.